Manufacturer narrative:
The device was returned to zoll medical united kingdom for evalaution. The customer's report was not observed during initial testing. The device was put through extensive testing including power cycled and bench handled without duplicating the report. The dock connector board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.